Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 4 years 10 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that the patient expired on (B)(6) 2017 due to a large intracerebral bleed. Several days prior to expiration, the patient was found to have temperature up to 102.4 degrees fahrenheit while at the dialysis center. Blood cultures were drawn and the patient was given ampicillin and IV gentamycin. Blood cultures grew gram negative rods. The patient reportedly did not have a driveline infection, and pump pocket infection was not suspected. The patient refused to go to the emergency room or come to the implanting center for further evaluation. The day prior to expiration, the patient¿s spouse reported that the patient had a ¿terrible headache¿ and began ¿talking gibberish.¿ the spouse was instructed to call emergency medical services; however waited approximately 3 hours until the patient collapsed before calling. A CT scan of the patient¿s head showed massive head bleed which was non-survivable. It was reported that the patient had end-stage renal disease that was dialyzed through a right internal jugular catheter, while an arteriovenous fistula matured. It was suspected that the blood stream infection was due to this indwelling line/dialysis catheter. The patient also had poorly controlled insulin dependent diabetes and was blind from bilateral retinal hemorrhages 2 years prior. Several days prior to the expiration, the patient¿s inr was within the goal range at 2.1. No additional information was provided.

Manufacturer narrative:
The pump was not returned and was therefore not available for evaluation. A correlation between the device and the reported hemorrhagic stroke could not be conclusively determined. Furthermore, a correlation between the device and the patient's elevated temperature could not be conclusively determined. It was reported that the patient had end-stage renal disease that was dialyzed through a right internal jugular catheter, while an arteriovenous fistula matured. It was suspected that the blood stream infection was due to this indwelling dialysis catheter. The patient reportedly did not have a driveline infection, and pump pocket infection was not suspected. The patient's visual impairment was due to poorly controlled diabetes mellitus and from bilateral retinal hemorrhages 2 years prior. Stroke, bleeding and infection are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.